Manufacturer narrative:
At routine follow-up the surgeon noted that the mpj plate was broken at the fusion site approximately 3 months after the initial surgery. The patient was non-weight bearing for 2 weeks then weight bearing for 8 weeks. The surgeon got a CT scan and determined fusion would not likely occur. The surgeon removed the device and place non-crossroads devices on (B)(6) 2020. The implant was removed without complication. Review of product records confirm all components conform to astm f136 ti-6al-4v titanium alloy. No nonconformance was identified. Additional components used in this case: 7118-1818kt, 300218, 18x18 himax staple with inst kit - sterile the staple was intact across the broken plate.

Event description:
At routine follow-up the surgeon noted that the mpj plate was broken at the fusion site approximately 3 months after the initial surgery. The patient was non-weight bearing for 2 weeks then weight bearing for 8 weeks. The surgeon got a CT scan and determined fusion would not likely occur. The surgeon removed the device without complication and place non-crossroads devices on (B)(6) 2020.